Event description:
It was reported that approximately three years and eight months post a port placement, upon a computed tomographic examination, the catheter was allegedly found to be broken near the vessel insertion site. Reportedly, the device was removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was received. Visual, microscopic, and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape. A complete circumferential break was noted on the proximal end of the distal catheter segment. The surface was noted to be round and smooth in one region and granular in the other. The edges were noted to be jagged. Therefore the investigation is confirmed for the reported catheter break. The investigation is also confirmed for the identified wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years and eight months post a port placement, upon a computed tomographic examination, the catheter was allegedly found to be broken near the vessel insertion site. Reportedly, the device was removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.